Event description:
Medtronic received information that following the procedure, there was a tear in the heart tissue that was successfully repaired with no adverse patient effects. The surgeon stated being unsure if the problem was related to the octopus evolution tissue stabilizer which was used during the procedure. No product was returned.

Manufacturer narrative:
Analysis: no product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The surgeon was not definite about the cause of the tear.